Event description:
Update: on 16mar2026, the customer provided additional information. The patient sample (sid (B)(6)) was sent to a reference laboratory, where an immunoblot testing was performed and yielded an indeterminate result.

Manufacturer narrative:
Section b5 - describe event or problem: this section was updated with additional information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number: 07p45-32 that has a similar product distributed in the us, list number: 7p45-40 / 45 with 510k/PMA/bla number: k210596. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I toxo igg results generated by the alinity I processing module for a 30-year-old pregnant female patient. These results were inconsistent with those obtained on the diasorin platform. The following data were provided: sid: (B)(6): on (B)(6) 2026 toxo igg results (B)(6) = 3.1 iu/ml (reactive). Other result provided: toxo igm result = 0.07 index (nonreactive). On (B)(6) 2026 toxo igg repeat results (B)(6) = 3.3 iu/ml (reactive), 3.3 iu/ml (B)(6). Sid: (B)(6) (new extraction): on (B)(6) 2026 toxo igg results = 2.72 iu/ml (B)(6), 3.1 iu/ml (reactive). Other result provided: toxo igm result = nonreactive. On (B)(6) 2026 diasorin platform: toxo igg = negative. Previous result on (B)(6) 2025): toxo igg = negative (diasorin platform). Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive. 1.6 to < 3.0 iu/ml = grayzone. >/= 3.0 iu/ml = reactive no impact to patient management was reported.